Event description:
It was reported that the patient was not able to cycle the artificial urinary sphincter (aus) and experienced recurrent incontinence. The patient underwent surgery for the removal of his aus. All components were removed and replaced and fluid loss was observed; however, the source of the fluid loss was not identified. There were no patient complications.